Event description:
Implant date: 1990. Patient developed a herniated disc above the fusion level. Revision surgery in 1994 to extend the level of the fusion and replace device. Post operative x-rays reveal that there are some "loose" screws. Revision surgery in 1995 to replace device at which time a pseudoarthrosis was found.